Event description:
I am a type 1 diabetic & use the omnipod 5 app on my iphone. I got the iphone 17 pro max yesterday and switched everything to it. When I tried to open my omnipod 5 app on my iphone 17 pro max, it said not compatible. I had no idea that it wasn't going to be compatible. I tried to charge my omnipod pdm and it is not working. They're sending me a new one but it won't be here for a few days. I had to go all night without long-acting insulin because of this. I'm having to refill my long-acting insulin which will be expensive. I wasn't prepared to switch to injections and had to go all night without long-acting insulin. I could've easily ended up in the hospital. This has put me in a very dangerous situation.